Manufacturer narrative:
E! Initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that a balloon ruptured. The device was removed using the normal method without any problem. The procedure was completed with another of a different device. No complications were reported, and the patient was good post procedure.